Event description:
(B)(4). It was reported that the anchor broke as the doctor was turning the trocar. There was no contact to the bone and no injury to the pt.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete, a supplemental report will be filed.